Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description field for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead pacing impedance measurements of this pacemaker system displayed an increase. Technical services (ts) analyzed the presenting electrogram (egm) and found that the ra impedance was at 2020 ohms, which was out-of-range, and the rv impedance was high within normal limits. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. Ts provided troubleshooting including recommending further testing in clinic and a chest x-ray to verify lead integrity. No adverse patient effects were reported. This patient recently passed away due to unrelated condition and was not dependent on pacing.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead pacing impedance measurements of this pacemaker system displayed an increase. Technical services (ts) analyzed the presenting electrogram (egm) and found that the ra impedance was at 2020 ohms, which was out-of-range, and the rv impedance was high within normal limits. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. Ts provided troubleshooting including recommending further testing in clinic and a chest x-ray to verify lead integrity. No adverse patient effects were reported. This patient recently passed away due to unrelated condition and was not dependent on pacing.